Event description:
It was reported that customer experienced continuous glucose monitor error and could not proceed with sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with support, confirmed error did not recur, and successfully started new sensor session, with no additional information received regarding further outcome.